Manufacturer narrative:
The customer later confirmed that the initial results from the e411 were around "30, 40, 60" miu/ml. The samples were repeated on a mini vidas and results from this analyzer were negative. They checked the samples again on the same e411 and results were negative. The field service engineer inspected the system. The customer was satisfied with the operation of the system. The field service engineer later ran performance testing, but this was not acceptable. The customer refused further service stating they were satisfied with the performance of the analyzer. A specific root cause could not be determined based on the provided information. Additional information required for investigation was requested, but not provided.

Event description:
The customer reported that they received questionable results for a total of 14 patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). Of the 14 samples, 13 were found to have erroneous hcgb results. No erroneous results were reported outside of the laboratory. The customer noted that there was control imprecision from (B)(6) 2015 onward. The customer stated that they received low or weakly positive results when the samples were initially tested on an e411 analyzer. The samples were then repeated on a mini vidas and again on the e411 analyzer, resulting with negative results. Specific patient results were requested, but not provided. The second patient was a (B)(6) female. The third patient was a (B)(6) female. The fourth patient was a (B)(6) female. The fifth patient was a (B)(6) female. The sixth patient was a (B)(6) female. The seventh patient was a (B)(6) female. The eighth patient was a (B)(6) female. The ninth patient was a (B)(6) female. The tenth patient was a (B)(6) female. The eleventh patient was a (B)(6) female. The twelfth patient was a (B)(6) female. The thirteenth patient was a (B)(6) female. The patients were not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).